Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator noted problems with the arterial pressure readings and attempted to reset the arterial pressure pod. Treatment was ended without rinseback due to clotting in the cartridge, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to clotting of the circuit. Facility staff attributed the event to problems with the pt's vascular access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.